Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a sales management team representative that the customer was hospitalized due to high blood glucose levels. The customer's reading was unknown. Nothing further was reported.